Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) followed by a system error 2367 on the homechoice (hc) during dwell 3, while the hp was connected. There was an open clamp on an unused line. The technical service representative (tsr) had the hp cycle the power in order to clear the alarms. The tsr advised the hp to complete the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where an open clamp was left on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.